Event description:
It was reported that the customer was treated by paramedics due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. It was reported that the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.